Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the system and instrument logs for this procedure has been performed: all instruments and endoscopes used in the procedure have been used in subsequent procedures with the exception of the following: endoscope 0 degree and the prograsp forceps. A site history review showed no complaint filed against any of the instruments or the endoscopes.

Event description:
It was reported that after a da vinci-assisted left nephrectomy surgical procedure, the procedure was completed robotically but post-operatively, the patient developed hemorrhagic shock and required an emergency procedure. The surgeon stated it's unknown what caused the bleeding or the amount of blood loss; but there was no concern that a malfunction of a da vinci system, instrument, or accessory occurred. The patient has since recovered and will be discharged.